Manufacturer narrative:
(B)(4). Follow up emdr with additional information, and device evaluation. One open sample was received for evaluation; we confirmed the issue reported on the complaint. The sample was submitted to perform a polarity test and the unit failed. Visual inspection was also performed and it was noticed that the subassembly components were inverted; the yellow luer was assembled in the incorrect place where the white luer should have been assembled. It was noticed that personnel misplaced the luers; the procedure specifies where the luers should be assembled. It was noticed that the personnel were cutting the tubing of the subassemblies because the tubing¿s did not have the exact same length. This was performed in the wye operation. When the operators cut these subassemblies they also cut the fit components. These fit components also serve as a guide for which tubing should be assembled in relation to their colors. The cutting operation on the tubing is only allowed during the assembly of the fit components, and luers. Cutting is not allowed in the wye operation. The procedure specifies where the luers should be connected and a 100% inspection is performed for polarity test. The manufacturing procedure has defined the sequence of operations: first the two subassemblies and then, these will be connected to the wye. This sequence prevents the misplacement of the luer and fit components. The probable root cause is that personnel did not follow procedure based on the investigation results. The personnel did not follow the procedure for manufacturing when they misplaced the luers. Corrective and preventive actions are indicated. (B)(4) is retraining the personnel on this procedure of manufacturing. The manufacturing procedures will also be updated. This will eliminate the cutting operation in the subassembly. The updated procedure is defined as to what to do if the two tubing¿s are not the same length, but within specification.

Manufacturer narrative:
(B)(4) initial emdr submission-customer advocacy has reached out to customer to provide sample for the investigation. Ups label was provided to the customer. At this time we are currently waiting for the sample. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
Customer stated verbally via telephone call that the item passed pre-use check. Then it began reading disconnect; despite everything being connected properly. The patient briefly desaturated to the high 80's before being taken off the vent manually ventilated and returned to the ICU. Multiple therapists tried to trouble-shoot the problem. They even went as far as to test the circuit in question on 2 other ltvs with the same result.

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed. Initial evaluation submission codes; (B)(4).